Event description:
Reporter stated the pt lost 4-8 ml of blood due to the posiflow valve sticking in the open position after the syringe was removed. Pt required 12 ml blood transfusion. Nurse noticed blood on pt's bed as they were walking by. Reportedly, 2n9057 was attached to a peripheral arterial line, which was connected to a heparinized saline solution bag. Reporter stated that blood draw was performed through the valve shortly before the incident. When asked, reporter stated that valves are routinely flushed with 0.2 to 0.5 ml of heparinzied saline after blood draws. Reporter stated that there was no further sequelae.